Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was confirmed that telemetry was unable to be established with the device. Detailed analysis was performed and it was determined that the one of the resistor's were missing. The resister was found within the insides of the pacemaker casing. Laboratory analysis confirmed that the clinical observation was directly related to a component anomaly.

Event description:
Boston scientific received information that pacemaker was unable to be interrogated and there was no magnet response. The patient's heart rate was reported to be in the 40's. The patient was previously 100 percent paced. The patient was known to be lost to in-clinic follow-ups. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.